Event description:
Suction catheter is crimped at the end which prevents proper suctioning and at times prevents catheter from being properly inserted into the endo-trach tube. Several instances have occurred. There is potential for harm to pts due to the crimped end.